Event description:
The fixator was applied to treat a distal radius fracture. Approximately one week later, while the pt was still in the hosp, upon removing the splint the md noted one of the ball joints was loose. The fixator was tightended without incident.